Event description:
I have mentor smooth silicone gel breast implants. I have had them for 10 years. I've been sick with mysterious symptoms for 4 yrs. Migraines, dizziness, numbness and tingling in arms, sharp pains in breasts and arms, sharp pains in back, swollen lymph nodes, vertigo, shortness of breath, chest pain, nausea, multiple miscarriages, thrust, swallowing problems, and severe gerd. I ended up having entré flux surgery in (B)(6) 2018. Most recently, I've experienced debilitating anxiety and panic attacks. Drs are baffled. I've been diagnosed with occipital neuralgia, trigeminal neuralgia, celiac disease, benign positional proximal vertigo, costochondritis, carpel tunnel, early stage glaucoma, gerd, ocd, generalized anxiety disorder, panic disorder, estrogen dominance and more diagnoses are coming all of the time. I am seeing a rheumatologist now, and my blood is showing a significant immune response. I'm reporting that my breasts are making me ill. They are poisoning me. I know it's my breasts. There are hundreds of thousands of us that have become ill from this exact implant.